Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the balloon catheter was stuck in an inflated state and could temporarily not be deflated while in the patient. No patient complications have been reported as a result of this event.